Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was not found out of specification in relation to the reported issue of not working properly, not occluding due to another error. Evaluation observed that the downstream tubing guide depth was out of specification. The downstream tubing guide depth was adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to an unrelated event. The device was determined to not meet all product specifications related to the reported event. The reported device not working properly "not occluding" was not verified. Evaluation observed that the downstream tubing guide depth was out of specification. The downstream tubing guide depth was adjusted to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not working properly by "not occluding". There was no patient involvement associated with this event. No additional information is available.